Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 was unable to be reproduced, but was confirmed through review of the event history log. This condition was determined to have been caused by sheared motor mount screws. The motor assembly was replaced.

Event description:
It was reported a spectrum pump alarmed sys error 105. It was also reported there was no pt involvement.